Event description:
It was reported that during a transcatheter aortic valve procedure, right femoral artery access was obtained and a temporary transvenous pacing wire was inserted. Pre-dilation was performed with a 22 mm balloon, and the delivery catheter system (dcs) was advanced over a non-medtronic guidewire. The first valve deployment to 80% was reported to be too deep and was fully recaptured while pacing at 120 beats per minute (bpm). A second deployment to 80% was reported to be too shallow on the non-coronary cusp and was fully recaptured. A third and final deployment was performed with the valve positioned 3 mm below the non-coronary cusp and 4 mm below the left coronary cusp, and moderate commissural misalignment was observed. Upon removal of the dcs, the nose cone was reported to become hung up on the outflow of the valve, and the valve dislodged in the aortic direction. The patient reportedly remained stable, and angiography showed the valve positioned at the sinotubular junction with perfusion to both coronary arteries. A second valve was prepared and advanced over the guidewire; however, at the aortic arch the dcs was unable to cross due to resistance. Back tension on the wire and rotation of the dcs in the descending aorta did not resolve the resistance, and the physician decided to abort further advancement and prepare a non-medtronic valve. A snare was introduced via radial access to pull the valve further into the ascending aorta and hold it in place while advancing a non-medtronic system. The snare was initially unable to connect with the medtronic valve. The inflow of the non-medtronic valve was then advanced into the medtronic valve and engaged with the outflow paddle on the inner curve, and the non-medtronic system was pulled back over the wire to pull the medtronic valve into the ascending aorta. The snare was then able to connect to the paddle on the outer curve and hold the medtronic valve in place while the non-medronic valve was advanced through the valve and deployed in the aortic valve position. Angiography following deployment showed coronary flow and no leak.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0013379987); product type: 0195-heart valves; implant date; explant date product ID d-evolutfx-2329 (lot: 0013298788); product type: 0195-heart valves; implant date; explant date product ID evolutfx-26 (serial: (B)(6); product type: 0195-heart valves; implant date; explant date section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-26 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2026; explant date a. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.